Event description:
It was reported the customer had a button error alarm after running in the rain with their insulin pump. Customer was unable to resolve the alarm by removing the battery. Customer's blood glucose was 3.7 mmol/l. The customer was advised to disconnect from their insulin pump while it was being replaced. No additional information provided.

Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.